Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device had short longevity, possibly due to the high output programming on both right and left ventricular channels. The device was replaced. No patient complications have been reported as a result of this event.